Manufacturer narrative:
Endoleaks. Event is still under investigation.

Event description:
A (B)(6) male pt underwent aaa and common iliac artery aneurysm repair under general anesthesia on (B)(6) 2012. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. Final angiography revealed proximal type 1 and type IV endoleak. Proximal type I endoleak was resolved placing a body extension. Regarding type IV endoleak, the physician decided to take a wait-and-see approach and the procedure was completed. Act when the procedure was completed was 237. Pt outcome is unk as it was not provided by rptr.